Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The provider stated the right frame was broken at the hinge plate and the front rigging could not be attached.